Manufacturer narrative:
Additional information was received that the patient was having difficulty charging and the physician felt it was time to replace the ipg as it was ten years old. It was noted that the plan was to disconnect the single lead that the patient had into the new ipg however, the physician encountered some issue where the lead did not fit adequately into the new ipg. The lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing charging issues with the ipg. The patient underwent a revision procedure wherein the ipg was replaced. It was noted that the plan was to disconnect the single lead that the patient has into the new ipg however, the physician encountered some issue.

Event description:
A report was received that the patient was experiencing charging issues with the ipg. The patient underwent a revision procedure wherein the ipg was replaced. It was noted that the plan was to disconnect the single lead that the patient has into the new ipg however, the physician encountered some issue.